Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process and that blood glucose value on pump displayed as ¿high,¿ but specific value was unknown. Customer delivered correction bolus using pump, did not require outside medical assistance, planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.